Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with a device that was post paced t-wave oversensing on the ventricular lead. A non-sustained lead noise episode was observed on the stored electrograms. Reprogramming was recommended.